Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed that the display did not illuminate but that the information on the screen appeared to be present and the ccm functioned without the backlight. With the room lights turned off, and with the use of a flashlight, it was possible to see the information on the screen. The pst verified that the inverter functioned as intended and met the voltage specification. It was determined that the ccm backlight in the display did not meet specification. Per the service operations manager, the unit cannot be repaired and will be retained and scrapped when appropriate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the ccm was receiving power, but the screen was still blank. The fsr replaced the ccm and completed release testing successfully. The unit operated to the manufacture's specifications.

Event description:
It was reported that central control monitor (ccm) screen was black during power even though the fans were still running. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.